Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on posterior side assessed as fold flaw opening and missing shell assessed as inconclusive. Capsular contracture: unable to observe as it is a medical event not related to the device. Seroma-late: unable to observe as it is a medical event not related to the device. Additional observations: wear abrasion observed. Stress marks observed. Observed 40 mm dark patch edge material inside gel device. Creases were observed.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV, effusion, and rupture. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture, baker grade IV" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade IV; "effusion".

Event description:
Healthcare professional reported left side capsular contracture baker grade IV, effusion, and rupture. The device has been explanted.